Event description:
While nurse was working in labor and delivery, she developed hives, and rash on her hands. She changed gloves and her skin problems stopped. In the last 6 - 8 months she developed asthma. During this period of time, she was using latex gloves. On 8/12/96, her dr. Prescribed some medications due to her allergic reactions. Nurse was taking all medications and started to use non-latex gloves. But one day while taking care of a pt, she developed runny nose, shortness of breath, watery eyes, wheezing, etc. An inhaler was provided and an extra does of antihistamine was administered. At this time pt was using non latex gloves and non-latex mask. On 8/24/96 between 5:30 - 6:15am she developed another reaction and her supervisor was notified. Even though pt switched to a non-latex glove, each time she got in contact with someone that is using latex gloves she got an allergic reaction. She is no longer working as an rn but is actually working at the medical records office.